Manufacturer narrative:
This device is available for analysis but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. A device history record (DHR) review of lot 17664670 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event.

Event description:
As reported, the tempo catheter (4f uf 90cm 5sh) was noted to be kinked and fractured making it become lodged in the sheath. There was no reported patient injury. The product will be returned for analysis.

Manufacturer narrative:
Updated to include manufacturing and expiration dates.

Manufacturer narrative:
Complaint conclusion: as reported, the tempo catheter (4f uf 90cm 5sh) was noted to be kinked and fractured making it become lodged in the sheath. There was no reported patient injury. The procedure was completed using another catheter without any further issues. The device was received with the catheter body separated at its distal section. Multiple attempts to gather additional information have been made and have been unsuccessful. A non-sterile unit of a diagnostic cath tempo 4f uf 90cm 5sh and a non cordis sheath introducer were received for analysis coiled inside a plastic bag. Also, three sterile units were received inside of their original packaging pouches. Per visual analysis, the three sterile units were received within their original packaging and folded inside of plastic bag. Once the sterile units were removed from their packaging, it was observed that the three units presented three bent conditions along their bodies; however, they may be related to the way they were packaged inside of the plastic bag. The received non-sterile unit showed a body separated condition at 6.5 cm from its distal end. The distal section was received inserted in the distal section of the non cordis sheath introducer. Once it was removed from the sheath introducer, it was observed that the catheter distal shape was relaxed. Also, a twisted condition was observed at 4 cm from its distal end. The proximal section of the catheter body presented a kink at 8.5 cm from its proximal end. No other anomalies were observed. Sem analysis results showed that the catheter separated areas presented material deformation. Also, evidence of elongations and frayed edges were observed. These characteristics are evidence that the device was induced to stretching/pulling events that exceed the material yield strength prior to the separation. The od and ID of catheter body shaft were measured and results were found within specification. Review of lot 17664670 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The event reported by the customer as ¿catheter (body/shaft) - separated¿ and ¿catheter (body/shaft) - kinked/bent¿ were confirmed due to the condition in which the product was received. The exact cause of the reported event could not be conclusively determined. However, procedural factors, such as tension forces, may have contributed to the report event as shown in the sem analysis. According to the product instructions for use, manipulation of the catheter under excessive friction due to interaction with other devices or while trapped in the vasculature, can lead to stretching or elongation of the catheter. Furthermore, if resistance is felt during manipulation, determine the cause of resistance before proceeding and confirm the catheter positioning under high quality fluoroscopic observation. Neither the product analysis nor the device history record review suggest that the reported event is related to the manufacturing process. Therefore, no corrective or preventative actions will be taken at this time.